Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu373720 was also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014 a patient underwent elective endovascular treatment of an asymptomatic acute aneurysm from dissection in zone 2 and extended to zone 5. The tevar indication was uncomplicated. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprosthesis (tgu373720x2) were implanted within zone 2 and 4, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 50mm, no zone identified. The maximum aortic diameter within the treated area at discharge was not provided. Additionally surgical bypass of the left common carotid artery (lcca) and left subclavian artery (lsa) was performed. Post branch treatment all were reported to be patent with complete coverage of the lsa. The patient had a spinal drain placed and was reported to have suffered spinal ischemia. No further complications were reported and the patient transferred to the intensive care unit and was discharged to home on postoperative day (pod) 7. The patient underwent follow up visits on unknown pod(s): 332, no additional complications or procedures were reported for the patient.